Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient made a mistake. Four days after onset the patient was hospitalized for the peritonitis event. On an unreported date, the patient began treatment with intraperitoneal (ip) vancomycin 1gm (frequency and duration not reported), ip cefazoline 1gm once a day (duration not reported) and ip ceftazidime 1gm once a day (duration not reported) for peritonitis. Dianeal therapies were ongoing. At the time of this report the patient outcome was unknown. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that a patient who experienced a previously reported peritonitis event subsequently passed away coincident with peritoneal dialysis therapy. The cause of death was unknown. It was unknown if the patient was recovered from the peritonitis event prior to death. It was not reported if an autopsy was performed. Dianeal therapies were ongoing up until the time of death, but it was not reported if the patient was performing therapy with baxter healthcare disposables and/or baxter healthcare solutions at the time of death. Should additional relevant information become available, a supplemental report will be submitted.